Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and (B)(6) 2008 and a mesh and advantage fit system were implanted. It was unknown which date each device was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007. It was reported that the patient underwent revision of mesh repair of a cystocele and insertion of a mid-urethral sling for stress urinary incontinence on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, frequency, nocturia, and urgency.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection and bleeding. It was reported that patient underwent excision of mesh on (B)(6) 2008 secondary to stress urinary incontinence, pain & discomfort. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.